Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had increased spasms over the last four months and the healthcare provider (hcp) was worried how high the daily dose was and wanted a catheter revision. It was noted during the revision, the catheter was checked for patency, was freely flowing, and there was no alleged product issue. It was also reported the pump site was opened and the catheter disconnected and noted to be freely flowing. The surgeon aspirated drug and flushed preservative freer normal saline freely through catheter and the catheter continued to flow back freely. It was reported the hcp reconnected back up to pump. The hcp did note a bend in the catheter and therefore the rate was decreased 10% per the provider. It was also reported the provider did not want to replace any portion of the catheter. Patient symptoms or complications associated with this event included increased spasticity and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. Additional information received reported the issue was resolved and the cause of the issue was not known for sure. The hcp thought maybe it was bent, but did not feel there was much of anything wrong.